Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed that the alinity sample rack, part number 04r52-03 had two non-matching labels while processing on the alinity s processing module, sn (B)(4). The barcode reader (bcr) label on the sample rack was read as f5314 by the system, however, when the customer located the sample rack, it was identified that the human-readable label on the side was incorrectly labeled as f5315 instead of f5314. There was no patient involvement and no reported impact to patient management.

Manufacturer narrative:
During product evaluation, an issue was identified on the alinity sample rack (part number 04r52-03). It was noted that the identification number label on the rack handle does not match the sample rack barcode reader (bcr) label on the side of the rack. The barcode reader (bcr) label on the sample rack was read as (B)(4) by the system however, on the sample rack it was identified that the human-readable label on the side was incorrectly labeled as (B)(4) instead of (B)(4). Further review of the sample carrier assembly drawing (30113212-108, rev b) identified the specification that the sample rack bcr label should match the human-readable rack label. This specification was compared to the photo provided in the current complaint and it was determined that the sample rack barcode reader (bcr) label did not match the human-readable label on the sample rack per the drawing requirements. The investigation identified and confirmed that the labeling process is a manual process and therefore susceptible to human error. There were no trends identified when reviewing internal data. No return was requested. The known impacted vendor lot has been contained. This issue has the potential to cause incorrect results, however, there have been no occurrences of incorrect results due to this issue. The risk assessment determined a low residual risk; therefore, no optional risk control measures are being pursued at this time. Based on the available information and investigation, a deficiency was identified for the alinity sample rack (part number: 04r52-03), as a mismatch was identified between the alinity sample rack (part number: 04r52-03) bcr label and the human-readable label, as it did not meet the specification requirement. This follow-up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.